Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2011; 439688 lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that a warning triggered due to high impedance on the superior vena cava (svc) coil of the right ventricular (rv) lead. The lead trend has been intermittently high for about a year. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the lead continued to exhibit high svc coil impedance as well as high impedance on the second defibrillation coil. The lead was explanted and replaced. When removed from the pocket, the lead was bent at a ninety degree angle at the yolk. The right atrial (ra) lead was explanted and replaced during the same procedure due to undersensing.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. Analysis indicated that the right ventricular defibrillation coil developed a fracture due to flexing while in vivo. The interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.